Manufacturer narrative:
Approximate age of device: 1 day. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The investigation confirmed the reported event of low flow alarms and a power cable disconnected alarm via review of the submitted log file. The log file confirms an intermittent low flow hazard alarm. The log file also confirmed a power cable disconnect. This power cable disconnect is the last event recorded in the log file. The white power cable was disconnected from the battery power source while the black power cable was still connected to a battery. The log file can only be collected while the white power cable is connected to the power module and system monitor. Therefore the power cable disconnect from the battery, recorded in the last event in the log file, occurred during the process of connecting to the power module. Per the information provided, the patient is no longer receiving low flow alarms and the device is still in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient's system controllers were exchanged to different system controllers. After the switch, the patient started to have low flow alarms within 10 minutes. She had low flows throughout the night while she was connected to the patient cable. Alarms are happening on both batteries and the patient cable. The patient had one dizzy episode while waiting in the waiting room prior to the vad coordinator seeing her in the office. It didn't appear to coincide with a low flow. Of note, at 12:12 she had a cable disconnect and she did not disconnect herself from a battery. Her map is (B)(4). The patient was admitted, because of diminished flow velocity seen on echo. Patient's inr was 1.3. Patient's lasix prescription was also adjusted. Customer reports that they plan to closely monitor patient's system controller as well as the history screen for any more power cable disconnects where the patient is not disconnected from a power source. The vad coordinator reported that patient evaluations showed no clot in outflow graft. The patient was switched from one system controller to another and the device stopped alarming low flow. The patient's speed was increased and flow increased. Patient was then switched back to the original system controller and flows came up and the patient is no longer having low flow alarms and patient was discharged home.